Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 460mg/dl and a manual injection was administered to address the bg level. The customer performed fill tubing while disconnected and did not observe insulin drips exiting the infusion tubing until 10 units of insulin had been primed. An infusion set site change was performed and the occlusion alarms continued. The customer performed and infusion set change to address the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.